Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day, the patient's pd catheter was removed. The patient was treated with cefepime (dose, frequency and route not reported) for bacterial peritonitis. Two days after onset of peritonitis, the patient was switched to hemodialysis. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on proper aseptic technique. At the time of this report the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.